Event description:
It was reported that there was a right poly swapped due to instability.

Manufacturer narrative:
Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device.

Event description:
During implantation while trialing a ps#6 16mm in the tibia the trial cracked. Caused no delay in surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Additional information has been requested and if received, will be provided in the supplemental report. Discarded.